Manufacturer narrative:
The previously submitted MDR inadvertently provided incorrect device off times.

Event description:
The device off time which was found on (B)(6) 2015 was 0.8 minutes. The off time was expected to be 0.5 minutes. The manufacturer obtained and reviewed available programming and diagnostic history from the reporting physician. It was confirmed that the first interrogation on (B)(6) 2015 found an off time of 0.8 minutes and an output current of 1.25 ma. However, there is no evidence to confirm an unintended change of settings. The last interrogation prior to that date was on (B)(6) 2015, where the device was found to be programmed off. As the device was found programmed off on (B)(6) 2015, yet found programmed on at the appointment on (B)(6) 2015, it was clearly programmed on by someone, but the manufacturer does not have programming history to support or disprove the allegation of an unintended change in settings. There was no evidence to suggest any anomaly between (B)(6) 2015. A company representative confirmed the physician who reported this only has one programming system. The reporting physician also confirmed all is fine with the generator.

Event description:
Clinic notes dated (B)(6) 2015 note that upon vns interrogation device settings were found different than were programmed at the last visit. It was noted that the output current had changed from 1.5ma to 1.25ma and that the device off time was changed from 0.8 mins to 0.2 mins. The physician changed the settings back to the previous settings. No additional relevant information has been received to date.